Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that resistance was felt while filling the cartridge with insulin. Customer changed the pump supplies and insulin therapy was resumed. Customer's blood glucose was approximately 300 mg/dl.